Event description:
The patient contacted animas on (B)(6) 2012 and reported the up and down arrow keypad buttons were intermittently unresponsive for the past couple months. The patient noted the keypad was peeling and lifting from the up arrow to the ok button for the past couple months. The patient reportedly wore the pump in a case attached to a belt and did not clean it. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be lifting and peeling along the right side from the up arrow to the ok button and the button contacts were exposed. The user stated that the keypad was damaged. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. During testing, all the keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. During investigation, contamination was found under all key contacts.